Manufacturer narrative:
Medical device problem code a15 captures the reportable event of clip would not deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip was opened and closed; however, the clip would not deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.